Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient died. The cause of death was not received but the physician reported that the patient¿s blood pressure was not managed well while recovering after the procedure. It is unknown whether an autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that there were no complications during the valve implant procedure. Hypotension was noted post-implant and no intervention was performed. The patient did not recover from the hypotension and subsequently died. No autopsy was performed. The physician did not attribute the death to the device or the implant procedure. If information is provided in the future, a supplemental report will be issued.